Event description:
The manufacturer received information alleging a ventilator was not supplying oxygen. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the oxygen supply hose was observed. The device's oxygen supply hose was re-oriented to address the issue.